Manufacturer narrative:
The stm replaced the front end module board to correct the issue then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(4).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) was observed to have no ECG signal due to residual saline contamination on the board. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) was observed to have no ECG signal due to residual saline contamination on the board. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.